Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This MDR is part of a retrospective in-house review.

Event description:
It was reported that while tightening a screw with a driver, the screw broke off. Surgeon was unable to remove all of the broken pieces. Fragments remained in the patient. No further details are known at this time.